Event description:
It was reported that the sheath got torn. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon retrieval, it was noted that the side of the sheath got torn. The device was removed from the patient's body and the procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the sheath got torn. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon retrieval, it was noted that the side of the sheath got torn. The device was removed from the patient's body and the procedure was completed with this device. No patient complications were reported. It was further reported that there was no damage to the device.

Manufacturer narrative:
Only the customer's 6fr sheath was returned for analysis. A visual examination found the sheath to be torn beginning at the tip and extending approximately 5mm proximally. No other issues were identified during the product analysis.

Event description:
It was reported that the sheath got torn. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon retrieval, it was noted that the side of the sheath got torn. The device was removed from the patient's body and the procedure was completed with this device. No patient complications were reported. It was further reported that there was no damage to the device.